Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the mc probe collar wash vacuum valve did not operate correctly, and the fse performed repairs by replacing the valve which resolved the issue. The bec internal identifier for this report is (B)(6).

Event description:
The customer reported to beckman coulter (bec) that there was an error message on the unicel dxc 600 pro synchron system indicating a/b valve motion errors, and the collar wash on the mc (module chemistry) sample probe was leaking. It was not aspirating. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.